Event description:
Cormet revision.

Manufacturer narrative:
(B)(4) initial report. Device details, patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision were requested in order to progress with the investigation.